Event description:
It was reported that a patient had muscle pain that started a while ago; she thought it was the muscles and she going to turn the device down. When the patient would move she would sometimes get muscle spasms, and the spasms were from the bottom to the waist. She¿d always had them, but they were getting worse now and she wanted to lower the amplitude. She complained of spasms after implant, but also had a hip replacement done in (B)(6) 2014. The spasms were sporadic throughout the day and were on the same side as the implant, buttock, and hip area. The implantable neurostimulator (ins) site was tender. The patient¿s healthcare provider told her to turn the device down when this happened. The patient had gone to a doctor and was given some shots, but now the issue was coming back and she was getting them again. She had bad muscle pain the morning of (B)(6) 2015 and wanted to lower the amplitude. There was a problem with the patient programmer and it showed a ¿battery tipped up.¿ the patient was getting the screen to change the programmer batteries. Three weeks later, it was reported that there was a 50 percent or greater symptom reduction and the patient needed program adjustments. No troubleshooting was done and the event cause was not device related. The patient recovered without permanent impairment. A manufacturer representative suggested that the patient turn stimulation off for a week to see if the spasms returned. The patient never turned stimulation off for a long period of time and maybe turned it off for an afternoon. Therapy was helping her symptoms, so she didn¿t want her therapy off. About a month later, the manufacturer representative met with the patient for reprogramming. Impedance values were greater than 4000 ohms and the patient couldn¿t tolerate above 1 volt because it was too painful. The device programs were set from 0.6 volts to 0.9 volts. The patient¿s spasm changed based on her programs as program 2 was more tolerable. Stimulation was turned off and the ins pocket was palpated. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID; 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient turned their device off for four days after meeting with the manufacturer representative on (B)(6) 2015 and the spasms stopped when the device was off. X-rays were taken and the results were good. The high impedances had not resolved. The doctor discussed revising the lead with the patient, but the patient wanted to wait and continue adjusting the settings to see if the spasms improved. The number of spasms had decreased and the intensity had decreased. The patient was still benefiting from stimulation and did not want to turn the device off. No further information was reported.